Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 735 mg/dl. The customer had experienced high blood glucose levels in the range of 300 mg/dl for several days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer mentioned that she has experienced bent cannulas. Nothing further was reported.